Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the fall caused them not to feel stim and that after talking to a rep from the manufacturer, they were back on trach. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell the other day. The patient experienced a return of symptoms of the bladder. The caller thinks the return of symptoms started a couple of nights ago. At the start of the call the patient was on program 1 at 2.6 volts. On the call, the patient tried to increase stim to almost 8 volts and didn't feel anything. The patient switched to program 2 and didn't feel stim until 6.0 volts, then switched to program 3 at 2.9 volts. Patient services told the caller to monitor the patient's symptoms for a couple of days in a diary to see if they improve. The patient was redirected to contact her health care provider if the symptoms don't improve, to see if her device moved or got damaged in the fall. No further complications were reported.